Event description:
Related manufacturer reference number: 1627487-2023-01043. Related manufacturer reference number: 1627487-2023-01044. It was reported that the patient experienced ineffective therapy following a fall. X-ray and impedance test confirmed that patient¿s 3 leads were fractured. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, adequate coverage was achieved post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.